Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 693 mg/dl. The customer experience symptoms such as a nausea, vomiting, chest pain, difficulty in breathing as result of high blood glucose. The customer was treated by IV insulin drip. The auto mode feature was not active. The customer reported that insulin pump had insulin flow block alarm multiple times. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The displacement test was performed and found no reservoir detected. The insulin pump will not be returned for analysis.